Manufacturer narrative:
No crack at the belt clip rails of the pump noted during visual inspection. However, the pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery related alarms or unexpected charge/battery lasts less than expected noted during testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/27/2025 to 12/21/2025. There was no data available to verify if the customer experienced an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 16-oct-2025 in the formatted history file. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case of the pump during analysis. Cosmetic damage at the belt clip rails was not confirmed. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected was unknown. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the transmitter is not charging and the battery is already dead. Also, the customer reported the pump's battery life decreased, the surface is cracked, and the belt clip is not secure. The customer reported no adverse event. The event involved product(s) mmt-1884, unk_disposables, and unk_transmitter. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884, unk_disposables, and unk_transmitter.